Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone # (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before venipuncture with bd intima¿-ii IV catheter the adapter was discovered to be cracked and leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023. Before venipuncture, the nurse of rehabilitation department routinely checked whether the closed intravenous indwelling needle was in good condition. After unpacking, cracks were found in the needle handle and liquid leakage was found in the syringe pushing fluid, which was replaced immediately.